Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the display was observed to be dim, fading and reddish in color. The case was removed for further investigation and there was no corrosion found under the internal clock battery component. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display screen. This report is made based on results of investigation completed on 10/06/2014.